Event description:
This home-care pt was being fed using a pump. The pt pulled the administration set out of the pump and wrapped it around his throat. The pump continued to infuse. The safety valve on the administration set did not function, allowing enteral feeding solution to free-flow. The pt received 10 ounces within a few minutes. The pt's parents were awakened by the pt making noises and discovered the pt vomiting profusely. There was no injury, illness or medical intervention resulting from the event. One pt involved.